Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise oversensing, with no pacing inhibition, was observed on the right ventricular (rv) lead connected to this pacemaker. Pacing impedance measurements were found to be less than 200 ohms and pacing thresholds were noted to be high. This lead was subsequently removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information reported from the field representative indicated that the lead was not tested by a pacing system analyzer and fluoroscopy and x-ray revealed no anomalies. It was suspected that the lead had a microfracture. No additional adverse patient effects were reported.